Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that impactor head broke while the surgeon was impacting the implant during surgery. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. The surgery was completed with a second device. Attempts have been made and all available information has been provided.